Manufacturer narrative:
Additional information, now medically confirmed, was received from a vascular laboratory manager (health professional) and the attending surgeon via ethicon medical safety officer on 21-jul-2015 and 22-jul-2015, and in the form of the medical safety officer's evaluation on 29-jul-2015 combined. The serious adverse event air embolus was added to the report and it was indicated that the product was sprayed via an unspecified pressure regulator (captured as omrix pressure regulator). The laboratory manager reported that the patient underwent a carotid endarterectomy and post procedure on awakening from anesthesia the patient was noted to have contralateral weakness. There was a concern for thrombosis of the carotid at the site of the surgery. In an attempt to evaluate the carotid artery a duplex ultrasound of the artery was attempted, however the technologist was unable to image the carotid and stated that there was a "white out" of the image. She was troubled as to why they were unable to visualize the artery and the surgeon stated that he had used evicel on the carotid suture line. The patient then had a CT (computed tomography) angiogram which showed a patent internal carotid artery. The patient's neurological signs slowly resolved with no sequelae. She also reported that she reviewed the CT angiogram with the attending radiologist and he stated that there was air seen in the carotid bulb. This air was presumably the cause of the "white out" seen on the ultrasound imaging. The surgeon reported that he used evicel in the case using the standard flexible tip applicator supplied with the application kit. He reported that he used the evicel according to the manufacture instruction and sprayed the evicel on the suture line. He however did not know if the gas regulator was used or not. He stated that the nurse handed him the prepared syringe and sprayed as normal. The surgeon stated that he did not believe that evicel was related to the adverse event in the patient. The surgeon refused any additional communication. The action taken with the omrix pressure regulator was not applicable. The outcome of the event unilateral weakness and air embolus was reported as recovered. This report was serious (medically significant), and reportable. This case is linked to (B)(4).

Event description:
This spontaneous report was received from a vascular laboratory manager and the attending surgeon via ethicon medical safety officer on (B)(6) 2015 combined and concerned a patient (age, sex not reported) from the (B)(6): local (B)(6). (B)(6) 2015, it was reported by a consumer that the patient was treated with evicel (date, indication unspecified) during a carotid endarterectomy, and it. Was unspecified if the product was dripped or sprayed. On an unspecified date, several hours status post carotid endarterectomy, the patient experienced acute onset of unilateral weakness where artifact was seen using ultrasound and vessels were not able to be imaged. A computerized tomography angiography had to be ordered to confirm patency of the vessels. The patient outcome was unspecified for acute unilateral weakness.

Event description:
This spontaneous report was received from a vascular laboratory manager and the attending surgeon via ethicon medical safety officer on (B)(6) 2015 combined and concerned a patient (age, sex not reported) from the united states: local case ID (B)(4) on (B)(6) 2015, it was reported by a consumer that the patient was treated with evicel (date, indication unspecified) during a carotid endarterectomy, and it was unspecified if the product was dripped or sprayed. On an unspecified date, several hours status post carotid endarterectomy, the patient experienced acute onset of unilateral weakness where artifact was seen using ultrasound and vessels were not able to be imaged. A computerized tomography angiography had to be ordered to confirm patency of the vessels. The patient outcome was unspecified for acute unilateral weakness. Additional information, now medically confirmed, was received from a vascular laboratory manager (health professional) and the attending surgeon via ethicon medical safety officer on (B)(4) 2015, and in the form of the medical safety officer's evaluation on (B)(4) 2015 combined. The serious adverse event air embolus was added to the report and it was indicated that the product was sprayed via an unspecified pressure regulator (captured as omrix pressure regulator). The laboratory manager reported that the patient underwent a carotid endarterectomy and post procedure on awakening from anesthesia the patient was noted to have contralateral weakness. There was a concern for thrombosis of the carotid at the site of the surgery. In an attempt to evaluate the carotid artery a duplex ultrasound of the artery was attempted, however the technologist was unable to image the carotid and stated that there was a "white out" of the image. She was troubled as to why they were unable to visualize the artery and the surgeon stated that he had used evicel on the carotid suture line. The patient then had a CT (computed tomography) angiogram which showed a patent internal carotid artery. The patient's neurological signs slowly resolved with no sequelae. She also reported that she reviewed the CT angiogram with the attending radiologist and he stated that there was air seen in the carotid bulb. This air was presumably the cause of the "white out" seen on the ultrasound imaging. The surgeon reported that he used evicel in the case using the standard flexible tip applicator supplied with the application kit. He reported that he used the evicel according to the manufacture instruction and sprayed the evicel on the suture line. He however did not know if the gas regulator was used or not. He stated that the nurse handed him the prepared syringe and sprayed as normal. The surgeon stated that he did not believe that evicel was related to the adverse event in the patient. The surgeon refused any additional communication. The action taken with the omrix pressure regulator was not applicable. The outcome of the event unilateral weakness and air embolus was reported as recovered. This report was serious (medically significant), and reportable. This case is linked to drug/device case (B)(4). Additional information was received from the ethicon's medical safety officer (mso) on (B)(4) 2015. The mso's medical evaluation was provided. No changes were made to the report.